Event description:
On 17/jul/2024, a registered nurse reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized for a pd-related issue. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on 3/jul/2024 following nausea, vomiting and cloudy peritoneal effluent fluid. Associated laboratory specimens were obtained and tested during this hospitalization, but results were not reported to the outpatient clinic. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was prescribed intraperitoneal (ip) vancomycin and ip cefepime (dosages and frequency not reported) to address the infection. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient experienced a complicated hospital course due to unrelated comorbidities as she was transferred to an acute care rehabilitation facility on (B)(6) 2024. It was confirmed the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on a facility provided cycler (unknown brand and model) with plans to resume ccpd on the same liberty select cycler at home upon discharge.